Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The 3.00x16mm liberte bare monorail coronary stent delivery system (sds) was advanced to the target lesion but there was difficulty crossing the lesion. The physician pushed the device forcibly but the sds was unable to cross. The device was removed and it was noticed that the stent edge was lifted up. The procedure was successfully completed with a different device with no pt complications reported.